Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at output window; the glass cap/fiber is loose within the metal cap; the glass cap/fiber has pushed forward in metal cap and freely rotates off center; the metal cap adhesion location exhibits burnt glue; the outer flow tube is damaged at the open end. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 81,923 joules of use. The case was completed using an alternate procedure (turp). Patient outcome:" no injury to the patient".